Event description:
During service by baxter, the infusion pump was found to contain failure code 16:310. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: the condition of failure code 16:310 was confirmed in the event history. Inspection of the device found that failure code 16:310 was possibly caused by a faulty user interface module. The user interface module was replaced and the pump was returned to the customer fully operational.